Event description:
The cause of the thumping was not determined, and no diagnostic testing was performed. MFR: 2916596-2024-06938 (transplant).

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was seen in clinic frequent ¿thumping¿ in their chest that they could hear and feel, and that it had been almost constant for the last 2 weeks. The cardiologist verified the thumping with their stethoscope during evaluation. Log files were sent for review with a request for evaluation to determine any cause or abnormalities related to the pump and its performance. The event log contained clusters of persistent pulsatility index (pi) events. No abnormal rotor faults, pump temperature, or any other system controller alarms were seen in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thumping in the patient¿s chest could not be confirmed. A specific cause for the reported event could not be conclusively determined through this evaluation. Review of the submitted log files captured the device operating as expected at the set speed. Of note, there were numerous pi events that filled the majority of the controller event log file and would have overwritten older data, per design. No other unusual alarms or events were captured. The heartmate 3 lvas instructions for use and patient handbook instruct patients to call their hospital contact right away if they notice a change in how the pump sounds, feels, or works and state that even small changes should be reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This artificial pulse ¿beats¿ 30 times per minute, asynchronously with the heart. 2000 rpm above and below low speed limit. Section 4 explains that when the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.